Event description:
The orbit complex fill 5x15 coil (B)(4) got stretched and was snared out.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15520677 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The orbit complex fill 5x15 coil (637cf0515/15520677) stretched during repositioning at the anterior communicating artery (acom) target site; the coil was snared out. The entire coil was removed. An adequate continuous flush was maintained through the echelon-14 covidien microcatheter. The coil was not used like a guidewire to reposition the microcatheter. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance during advancement of the coil through the microcatheter. The same microcatheter was used to complete the procedure. Coil entanglement with previously placed coils was not suspected to contribute to the event. There was no patient injury as a result of the event. The vessel was not calcified and was tortuous. A non-sterile orbit complex fill 5x15 was received coiled, inside of the orbit box. The hypotube was inspected and it was found kinked at 7.5 from the proximal end of hub. The introducer was found unzipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer. The support coil was found without damage while the gripper was found with wave¿s condition and the embolic coil was found stretched in tangle condition with the device. The gripper and embolic coil were inspected under microscope; the gripper was found with wave¿s condition and the embolic coil was found stretched in tangle condition with the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The condition of the embolic coil appears to have been caused by application of excessive force; however a definitive conclusion cannot be made based on the analysis. There is no indication of a relationship to the manufacturing process. It is possible that procedural factors may have impacted the reported event; however, no contributing factors are identified with review of the reported information. With review of the available information, the analysis of the returned device and the device history records there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent this type of device failure leaving from the facility. Therefore no corrective action will be taken at this time.